Event description:
It was reported that shortly after implant procedure, this right ventricular (rv) lead exhibited high pacing thresholds. An xray imaging was performed but the images were unable to determine the cause. A lead revision was performed, and the rv lead was successfully repositioned. The lead remains in service. No additional adverse patient effects were reported.